Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. No excessive thermal issues or unexpected heating of the device observed over 6 hour evaluation period. The unit was determined to be functioning as designed.

Manufacturer narrative:
Multiple attempts for product return were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow-up report will be submitted.

Event description:
It was reported that the device is heating up. There is no report of any patient impact or consequence as a result of the issue.